Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant procedure, the patient could not adjust. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was mechanical failure to adapt. Additional information was requested, but further no information was available.

Manufacturer narrative:
The lens was returned in a small glass container filled with a clear liquid and what appears to be a plastic cover. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicated the use of qualified associated products. Information was provided that in the surgeon's opinion, the lens did not cause or contribute to the event. In the surgeon's opinion the cause of the event was the patient could not adjust to the lens. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter.. Information was provided in the file that the multifocal company 21.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal (20.0) due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there was no patient harm and patient was not hospitalized as a result of this event. There are two medical device reports associated with this patient. This report is associated with the right eye.